Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. The patient line had not been properly primed to the top prior to initiating therapy. The technical service representative (tsr) explained the alarm. The tsr had the hp close the clamps, disconnect, and cycle the power to get to "press go to start." The tsr advised the home patient (hp) would need to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.